Manufacturer narrative:
The reported issue could not be confirmed due to usb communications inoperable.

Manufacturer narrative:
Vthe device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.